Event description:
It was reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The caller was using a third-party wall adapter, and technical support advised them to plug the adapter into a known working outlet for at least 30 minutes to see if the pump would begin charging. Using different charging supplies did not resolve the issue. Cts to replace pump. Customer will continue to use current pump.